Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit has short battery run time. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h11. Additional contact information: (name -(B)(6), occupation - biomed). The fse that encountered the issue replaced the batteries. The fse performed a complete pm with full calibration, functional testing, and safety checks to factory specifications. The iabp was released back to the customer for service.

Event description:
N/a.